Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 1494 - incorrect anatomy.

Event description:
Patient ID: (B)(6). It was reported that suture placement in the calcified, right common femoral artery was done with two perclose prostyle devices using the pre-close technique via a 14f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 20f sheath and the tavi procedure was completed. The two prostyles were used first, followed by two non-abbott devices. Reportedly post procedure, there was residual bleeding at the right femoral access site. Although the sutures of the two preplaced devices were successfully advanced to the vessel wall and tightened (worked as intended), hemostasis was not achieved with the prostyles. A non-abbott balloon expandable stent graft was implanted to resolve the bleeding. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The patient effect of hemorrhage is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 1494 was removed and code 2993 was added.